Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The software was upgraded, and the unit was returned to service.

Event description:
The hospital reported that, during a case, the unit alarmed and mechanical ventilation stopped. The clinician reportedly switched to manual mode of ventilation and swapped out the machine. There was no reported patient injury.